Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately eight (8) months post initial procedure, a type 1a endoleak with sac growth and buckling of the stent was identified an intervention was completed. The physician elected to implant an infrarenal stent graft extension and a suprarenal stent graft extension to treat this event. The final patient status was not provided.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event / incident. There are no other equivalent adverse events / incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in patient. Clinical evaluation of the adverse event was completed. An examination of medical records and / or lack of the comparative medical imaging received by endologix shows the buckling of the bifurcated device event / incident and sac growth (of 1mm) were confirmed. Clinical was able to find substantial evidence to refute the reported type 1a endoleak, rather it was a type 3b endoleak. The buckling of the bifurcated stent most likely contributed to the type 3b endoleak. However, the procedure related harms, device, user, procedure or anatomy relatedness of this event / incident could not be determined. The patient was discharged on the first post operative day following a successful secondary endovascular procedure. No additional investigation of this reported adverse event / incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem. D4: lot expiration date (primary). G4: awareness date. H6: patient codes: remove 1708. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately eight (8) months post initial procedure, a type 1a endoleak with sac growth and buckling of the stent was identified an intervention was completed. The physician elected to implant an infrarenal stent graft extension and a suprarenal stent graft extension to treat this event. The final patient status was not provided. Additional information: the type ia endoleak complaint is refuted, rather there was a type iiib endoleak of the bifurcated stent graft. There was concomitant product use of a non-endologix stent in the left common iliac artery per computed tomography (CT) scan dated on (B)(6) 2020. The patient was discharged on the first post operative day following a successful secondary endovascular procedure completed on (B)(6) 2020.